Event description:
It was reported during a routine check performed by customer, the cs300 intra-aortic balloon pump (iap) few minutes after power up information on screen disappears and horizontal lines appear. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Fse upon arrival to investigate, confirmed lcd screen image issues, replaced lcd display, verified screen functionality in clinical and service modes. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a